Event description:
It was reported that this right atrial (ra) lead had a fracture and was surgically abandoned due to failure to capture, noise and high out of range impedance. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Product record reviews did not identify a product quality issue or new patient harm. The primary reported observation is addressed in product labeling (i.e. Instructions for use). Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that this right atrial (ra) lead had a fracture and was surgically abandoned due to failure to capture, noise and high out of range impedance. A new lead was successfully implanted. No additional adverse patient effects were reported.